Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure file confirmed system notice #50005 "leak detection" for the date of case. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 9 injections. The catheter failed the performance test due to system notice #50005. Dissection / pressure tests showed a guide wire lumen kink at 1.54 inches proximal from the tip and also revealed a guide wire lumen breach at 1.54 inches from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed without complications. There was no patient injury. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.